Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site granuloma, and stoma site, swelling, pus, redness and pain. It was reported that the patient underwent a stoma site swab. On an unknown date, the physician used forceps to smash the granuloma. The stoma site swab revealed that the patient had 3 unknown microbes at the stoma site. The patient was prescribed zinadol 500 mgs for the stoma site by the physician.